Manufacturer narrative:
Per additional information received, the unit never lost the ability to ventilate in either bag or vent mode. This product complaint is not reportable in the USA. The unit continues to ventilate and alarms remain functional.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.